Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that she activated her pod at 10:00 pm on (B)(6) 2013. She provided the following blood glucose history for 3/30: time 12:37 pm, blood glucose 193 mg/dl, bolus 2.65 units. Time 1:43 pm, blood glucose 257 mg/dl, bolus 2.70 units. Time 2:07 pm, blood glucose 305 mg/dl, bolus 2.10 units. At 3:15 pm, with a blood glucose result of 375 mg/dl, she deactivated the pod. She said that the cannula was bent in two areas.